Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 495 mg/dl at the time of incident. The customer was declined troubleshooting for high blood glucose event. The customer did not mention any symptoms and treatment related to high blood glucose event. Customer stated that the insulin pump had an error. Customer stated that they were able to clear the alarm successfully and were able to rewind the insulin pump. Customer also stated that the insulin pump passed the displacement test. The insulin pump will not be returned for analysis.